Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383511 and lot number 4152796. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle pierced the catheter. The following information was provided by the initial reporter: when sliding needle out of catheter, it sticks and scrapes on plastic catheter. Additional information received on 17oct. 1. Can you please provide an exact date of event in mm-dd-yyyy format? 09-03-2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. When sliding needle out of catheter, it sticks and scrapes on the plastic catheter. 3. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No sample available.